Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent transforaminal lumbar interbody fusion in which rhbmp-2/acs was implanted. On an unknown date, post-op, a "trial-like" cyst formation was seen. Surgeon used 2.8cc rhbmp-2/acs in a cage.